Event description:
It was reported on (B)(6) 2016 that a patient experienced high lead impedance. The patient was referred for lead revision surgery, but the surgery date has not occurred to date.

Event description:
It was later reported that the patient¿s full vns replacement surgery was completed. The explanting facility does not return explanted products to the manufacturer, so product return is not expected. No additional pertinent information has been received to date.